Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition of up to seven seconds. Due to this, inappropriate episodes were stored. Additionally, high out of range impedance measurements were noted. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition of up to seven seconds. Due to this, inappropriate episodes were stored. Additionally, high out of range impedance measurements were noted. Further evaluation of the patient was discussed. Additional information was received that this lead was explanted. No additional adverse patient effects were reported. Review of medical records indicate that a competitor was in charge of the replacement procedure, this lead was returned to boston scientific for analysis. Additional information was received detailing that this lead was discovered to have experienced fracture prior to the explant.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field h6: device codes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The was returned severed approximately 155 mm from the terminal end. Only the proximal segment was returned. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition of up to seven seconds. Due to this, inappropriate episodes were stored. Additionally, high out of range impedance measurements were noted. Further evaluation of the patient was discussed. Additional information was received that this lead was explanted. No additional adverse patient effects were reported. Review of medical records indicate that a competitor was in charge of the replacement procedure, this lead was returned to boston scientific for analysis. Additional information was received detailing that this lead was discovered to have experienced fracture prior to the explant.